Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on mobile meter, within 10 minutes: 39.4 mmol/l and 8.2 mmol/l. No adverse event reported. Test strip cassette is no longer available; meter will be returned for evaluation.